Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that insulin was leaking at the luer lock connection, the infusion tubing had detached from the luer lock connector of the infusion set. No adverse event was reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.